Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. The cable crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Instrument passed electrical continuity test. Additional observations not reported by site were indentations on the edge of the distal pulley and main tube damage. Engineering observed scratches on the surface of the distal pulley. The distal end of the main tube also exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si gynecology procedure, the customer noted a thread on the wrist of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.